Event description:
It was reported that the patient's right knee was revised due to tibial subsidence. Intra-operatively, the surgeon noted that there appeared to be pitting in the poly. The baseplate and insert were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.